Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one small volume intermate leaked. This was noticed upon opening the box of intermate units; water was observed in the bag. The unit appeared to have less fluid inside the unit and the tubing was all white as opposed to clear. The blue winged luer cap was checked for tightness and there were no issues. The device was filled with 80ml of 0.9% sodium chloride solution. The event occurred prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured january 24, 2018 ¿ january 26, 2018. The device was received for evaluation containing approximately 80 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.